Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is receiving the elective replacement indicator message (eri) for the ipg. As a result, surgical intervention surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device had not declared end of life (eol). The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimate longevity range of all continuous tonic programs would be .4 years up to 3.5 years assuming 1000 ohm program impedances, with an average of 1.95 years. The device provided 1.3 years of stimulation and is considered to have normal battery depletion at the time of explant. The device had not declared end of life (eol). Based on the last program being used (program #4) the calculated remaining longevity would have been .5 years for a total longevity of 1.8 years which aligns with the average calculated longevity +/- .25-year per ¿ 90205144. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.